Event description:
Customer reported that the insulin pump alarmed motor error the night before. Customer stated he rewound it and it seemed fine and a while ago the alarm occurred again. Customer stated he is unable to rewind or reset it. Customer disconnected and tried to push 2.0 insulin units and no drops exited the tubing blood glucose is 267 mg/dl; treated with manual insulin injection. Customer stated that the alarm occurred at basal rate delivery. Customer does not use the sensor feature. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.